Event description:
It was reported no disposable pump won't run, resvol 25.9, rate 2.2, given 73.75, green flow stop. Patient not affected. No patient injury reported. (2/2, reference (B)(4) for related complaints) (documenting cassette)per email: no disposable pump won't run. Resvol 25.9. Rate 2.2. Given 73.75. Green flow stop. Patient not affected. No additional information available.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation no product information has been provided to date.